Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and replaced the gui to bdu cable. The cse then loaded current software, performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the mfg specifications. (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) printed circuit board (pcb) and the breath delivery unit (bdu) pcb. The malfunction did not occur during pt use.